Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model eg29-i10c-us is available in the USA with a 510k number k190805. Evaluation summary: it was caused due to the object lens broken and scratched. In addition, there are the insertion flexible tube compression and buckle, the lg connector housing a-c0002 leak, the distal body worn out, and the ccd module defect; however, these are not related to the alleged complaint.

Event description:
Spots in the image. This event occurred at the time of during use. There was no report of patient harm.